Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that inserter pulled another PICC that had a pin hole in it, about 3cm from the hub. The PICC was inserted (B)(6), single lumen. PICC was being used for chemo and had prev been working well, line was assessed and used by our unit mon (B)(6) and PICC was in good working order. Homecare nurse sent pt to clinic (B)(6) 2019 for PICC assessment for leaking from site. Line had to be replaced.